Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011 including an ipg. It was reported that pt's charger and programmer were unable to communicate with the ipg. The pt was sent a new charger to resolve the issue, but was unsuccessful. An sjm representative met with the pt to resolve the issue, and was unsuccessful also. Xrays were taken and did not reveal any anomalies. The pt's ipg was explanted and replaced.